Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: the pump's black box showed a persistent call service 052 alarm on (B)(6) 2015. The display screen was blank when the pump was powered on. The pump displayed a call service 52 alarm after 15 minutes. Investigation could not be completed as a result of this issue.